Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient reported that they were unable to turn on their therapy because the controller for the implant on their right side would not turn on. Patient mentioned having two implants, with the left implantable neurostimulator (ins) functioning properly. Patient described seeing a message indicating that 'it needs to be charged,' despite having charged it last night. Patient stated that they experienced difficulty and struggled to charge. Agent had patient reset the controller with ac power supply. Patient confirmed no visible damage to the controller, recharger and battery pack (bp). Patient noted an orange color on a small spot at the back of the bp where the black plastic had been scratched off. Agent had patient blow air into the controller charging port and wipe the rtm pins. Patient confirmed that the controller turned on with steady green light. Agent had patient disconnect the ac power supply from the controller. Patient reported seeing no device found. Patient stated that they charged their ins last night and they don't use their stimulator at night. Agent had patient connect the recharger and start the ins recharge session. Patient confirmed that the controller battery and implant were both at 100%. Agent had patient disconnect the recharger and patient confirmed seeing the same message no device found. Patient pressed 'try again,' but the message continued to display on the controller. Patient reconnected the recharger and pressed try again and the no device found message continued to display. Patient pressed recharge and then they saw poor recharge quality message. The patient was redirected to their hcp to unpair and re-pair the controller with their ins. No symptoms were reported.